Event description:
Customer's mother reported via phone, the insulin pump was not working. It kept alarming compromised force sensor system and was shooting insulin out of the reservoir. Customer's blood glucose was 413 mg/dl. The device vibrates ever two minutes and the buttons are unresponsive as she can't clear the screen. Customer treated with six units of insulin. Customer's mother stated the device hadn't been dropped recent but it was dropped two years ago. The drives support cap appeared to be normal and the customer didn't recall pressing the cap while connected. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump was unable to perform prime test due to physical damage to end cap. However, the insulin pump passed displacement test. The insulin pump had missing display lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.